Event description:
The customer reported there was a problem with the leg extension. No reports of patient, operating room staff injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The latch parts were replaced. The system was then found to be working as intended.